Event description:
It was reported that, the pt is having pain, swelling and cannot exert too much weight or exercise. Initially pt was doing fine but at the end of may he started to feel pain. He had an MRI today and blood tests and will follow up with surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.